Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired approximately after an implant duration of 0.53 months, due to unknown reasons. Unknown if patient death is device related. Information received from implant patient registry.